Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: lymphadenopathy.

Event description:
Patient reported a left side rash, pain, hair loss (not device related) swollen lymph nodes and implant exchange due to concerns with the product. Patient additionally reported "left side twice the size as right". The device remains implanted.